Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced two recoverable faults on arm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator arm 4 pn: 380647-25 due to repeating errors 23087 and 25730. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pn: 380647-25 was analyzed and found to the failure analysis was able to confirm and replicate the reported issue of repeating error codes 23087 and 257330. When the unit was tested on the in-house system several errors codes 40084 and 32096 were triggered in normal mode. The unit was also tested on a pftp and passed lissajous sensors check, sine cycle, cva, and fiber tests, but after running the fiber power trending report, it shows a decaying intensity on the rolling loop causing the errors. The complaint regarding the system experienced two recoverable faults on arm 4 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer experienced repeating recoverable faults on arm 4 after the start of the procedure due to universal surgical manipulator (usm) needing to be replaced. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced two recoverable faults on arm 4. Site was able to clear the faults and continue the procedure. Technical support engineer (tse) reviewed logs and confirmed error codes 23087 and 25730. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.